Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and dilaudid via an implantable pump for non-malignant pain and reflex sympathetic dystrophy syndrome/causalgia-complex regional pain syndrome. The dose and concentration were unknown. It was reported that the patient stopped using the pump in 2012. The tubing should have been in her upper back, and instead they placed it in her lower back. She had upper back pain, and they should have placed the tubing in the upper back. It was also reported that the patient had two cerebrospinal fluid (csf) leaks that they did not fix correctly. The patient had 3 back surgeries in 1.5 months. The hcps decided that they were not going to ¿switch the tubing.¿ the patient was looking for a hcp to remove the pump. The patient did not have a hcp. There were no additional reported symptoms. The event date was noted to be 2011. There were no further complications reported.